Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) device was implanted and defibrillation threshold (dft) test was unsuccessful at 65 and 80 joules. The patient required and external shock for the arrhythmia to be converted. The device also recorded shock impedance high within normal range at 114 ohms. It was noted that this electrode was in a high position. The s-ICD electrode remains in service. No additional adverse patient effects were reported.